Manufacturer narrative:
Company rep evaluated the sys. Corrections included replacements of the system's power supply, capacitors, motherboard, cooler assembly (heat sink, cooling fan, and mounting bracket). System was tested, calibrated and safety checked to factory specifications.

Event description:
Customer reported the panorama central station shut down after an electrical storm, which may have affected telemetry monitoring. No pt injury was reported.